Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the pacemaker underwent a thorough inspection and analysis. Although communication with the device could not be established, no safety mode signal was observed on the oscilloscope. To facilitate inspection and testing of internal components, the device case was removed. The battery was removed and replaced with an external power source. Subsequent testing revealed a normal current drain. Analysis of the battery confirmed depletion, but the root cause could not be determined.

Event description:
It was reported that this device was received by post market quality assurance without a known reason for explant. No adverse patient effects were reported.